Manufacturer narrative:
The device was not returned for evaluation. No photographs, videos or imagery was provided for review. A device history review was performed and none of the work orders revealed any issues that may have contributed to the reported event. Review of lot history revealed no additional complaints for ¿delivery system ¿ valve dislodged from balloon¿ or ¿loader ¿ kinked, bent¿. A review of complaint history revealed that the occurrence rate does not exceed the may 2018 control limits for the trend category, ¿valve dislodged from balloon¿ and ¿kinked, bent¿. No instructions for use or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Because the device was not returned and no imagery was provided for review, the complaints for ¿delivery system ¿ valve dislodged from balloon¿ and ¿loader ¿ kinked, bent¿ were unable to be confirmed. Due to the unavailability of the device, no manufacturing nonconformance were able to be identified; however, a review of manufacturing mitigation, complaint history, lot history, and DHR revealed no indication that a manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. It is possible that the loader kinked in response to excessive force being applied to the delivery system during insertion. The complaint description indicates that there was resistance experienced during insertion of the delivery system into the sheath. When this occurred, it is likely that the operator applied additional force in an attempt to fully insert the sheath, leading to the kinking of the loader tube. During the initial retrieval attempt, it is likely that the crimped valve became stuck at the location of the loader kink or distal to the hemostasis valves. When the system was pulled in an attempt to fully remove it, there was likely enough force to cause the valve to dislodge from the balloon. Of note, per the training materials, retrieval of a crimped valve should be done by withdrawing the delivery system and sheath as a single unit completely from the arteriotomy and not by removing the delivery system/valve from the sheath. Available information therefore suggests that procedural factors contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Due to the unavailability of the device and any relevant imagery, the complaints for ¿delivery system ¿ valve dislodged from balloon¿ and ¿loader ¿ kinked, bent¿ were unable to be confirmed. Available information suggests that procedural factors contributed to the reported event. No manufacturing nonconformance were identified, and a review of IFU/training materials revealed no deficiencies. Because the complaint rates do not exceed control limits, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr, a commander delivery system did not advance into the sheath, and then the loader tube kinked. When the physician tried retrieving the delivery system, the crimped valve was caught and left in the sheath. The valve remained at the base of the sheath housing. The sheath was withdrawn and a new one was used. The valve was also retrieved with the sheath.